Event description:
It was reported that patient underwent bi-polar hip procedure in 2008. Subsequently, on the following month, patient was taken to the or for recurrent hip dislocation. During surgery, it was discovered that the femoral head has dislocated from the bi-polar head. Dissociation of hip and stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. User facility report states device is available for evaluation. To date, device has not been received at biomet inc. Upon receipt, device will be evaluated and a follow up report will be forwarded to the FDA.